Manufacturer narrative:
Based upon available information provided by the customer, there is no indication that the reported problem was due to device malfunction but rather due to user error. This patient monitoring system should only be operated by qualified personnel determined by hospital/facility policies and procedures. Device labeling, hemo 9.40 user manual, notifies the user of the system status through visual indicators. The title bars on the hemo display will change color depending on the current mode of operation. The user is prompted to start full disclosure recording. If yes is clicked, patient information will appear on the hemo monitor title bar and the full disclosure recording will begin. If no is clicked, the study will open but no patient information will appear on the hemo monitor title bar and the system will not be recording full disclosure.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On may 23, 2016, a customer reported to merge healthcare that full disclosure recording was not used at the beginning of a case. Information obtained from the customer revealed that the user did not activate full disclosure recording by mistakenly checking "no" when the full disclosure message box appeared. The error was recognized fifteen (15) minutes into the patient's study. Since the user was unaware that full disclosure was not recording, manual charting was not captured either. The user re-did the procedure so that full disclosure could be enabled in order to "capture some data" for the patient. The procedure was extended longer than normal in addition to the delay while the hemo monitor was rebooted. Both instances could pose a risk to the patient; however, it was reported that the procedure was completed successfully. (B)(4).